Event description:
Tip of the drill broke. Additional incision was needed. The broken tip was removed, and seems to match up with the shaft. Surgeon was drilling over a new guide pin. The pin was observed to be bent upon removal. This was the first tunnel (pl femoral acl).

Manufacturer narrative:
Evaluation of the drill showed the distal tip has broken off. The break is angular in nature. It appears the drill was stressed by drilling over a bent guide which led to the ductile fracture of the tip. (B) (4).